Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 to harvest the radial artery. After the dissection process was completed, the harvester attempted to ligate branches. However, the device failed to activate when the toggle was pulled. New cords and a new generator were attached to the device and the hemopro 2 kit continue to not activate when the toggle was pulled. Therefore, the device was deemed not safe for use and was removed from the surgical field. A new kit was opened and the harvest was finished with no further issues. No injuries or adverse events occurred due to the defect.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 25163444 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.